Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call for loose drive support cap. Customer¿s blood glucose was unknown. Customer reported in an insulin pump where the support drive cap is being pushed out when priming. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received compromised force sensor system alarm during the basic occlusion test due to loose or flush drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to compromised force sensor system alarm. Device received with loose drive support disk.